Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The force bipolar instrument was analyzed and found to have a broken conductor wire from grip tip. The instrument failed the electrical continuity test, confirming a complete break in the wire. The component was broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. The probable root cause of the detached fragment was attributed to the user.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.